Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. Data was requested and evaluated but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.